Event description:
During the inspection of the anesthesia workstation it was discovered that the air gas module was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. According to the received information this was detected during system checkout. There was no patient involvement. Our field service engineer investigated the system on-site and presence of water in the air supply inlet line was detected. When the hose was disconnected a massive expulsion of water mixed with air was observed. Water had entered the anesthesia system through the supplied pressure from the hospital's central air compressor. The hospital staff was informed, and the air intakes of all operating rooms were checked. During the investigation it was found that the air gas module was damaged due to the water that had entered the system. In addition the safety valve housing including the membrane needed to be replaced. These parts were replaced and the preventive maintenance (pm) including installation of the pm kit was also performed. The system was thereafter successfully tested and released for clinical use. The air gas module regulates the inspiratory gas flow and gas mixture. The water contamination in the air gas module most likely affected the delta pressure sensor mounted on a printed circuit board inside the air gas module. The delta pressure sensor is part of the flow measuring in the gas module. A fault in the delta pressure sensor leads to inaccurate gas flow regulation which will be detected during system checkout and alarms will be activated if the failure occurs during treatment. According to the user's manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the anesthesia system must not be exceeded. The conclusion is that the anesthesia system did not fail to meet its specification, as the source of water contamination is moist air gas from the hospital's central air compressor.

Event description:
Manufacturer's reference #: (B)(4).